Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian artery. A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation and the device was initially inflated at 8 atmospheres. However, on the second inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a peripheral cutting balloon (pcb). No patient complications were reported and the patient's status was good.